Manufacturer narrative:
Concomitant medical products - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high rv lead impedance and cross chamber oversensing of the p-wave. It was noted that the rv lead was just across the tricuspid valve and the physician believed it was best to replace the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.